Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of flat drain (in two parts) was received for evaluation, during visual inspection it was observed that, both the parts were separated from hub area, and there were visible cut marks on the separation surfaces of both the parts. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. It is suspected that, hub area of the drain might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100% functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. Therefore no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? ¿ was the drain broken into two or more pieces? ¿ how was the case completed? ¿ is the device available for evaluation? If yes, what is the device return status? H3 evaluation: a photo was received to analyse. Photograph was checked visually, and found that: picture-1: picture of the 'drain in two parts', one as flat part another as round part. It is visible that the drain is seperated from hub area. Picture-2 : zoomed view of picture-1, by covering both the seperation surfaces. Here, fine cut mark is visible on the transparent section. Further analysis of the received defective sample images is not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an right breast mastectomy procedure on (B)(6) 2023 and drain was used drain sheared off of tubing portion during drain insertion to right breast. No unexpected or prolonged care. No apparent harm - reached patient/person. Additional information has been requested.